Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The exact cause of the event could not be concluded at this moment. If additional and significant information becomes available, this report will be supplemented.

Event description:
Olympus was informed that the subject device became hot and the patient got burned. There has been no other information obtained.